Event description:
It was reported that when using the bd pyxis¿ medbank tower the user stated that when tried to issue a medication the system stated they had insufficient permissions. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system shows insufficient permission but in myqlink shows user had permission. A technical support specialist remoted into the cabinet and found that the system does not show the username at the top when signed in, the tss advised the customer to sign out and sign in again, then the issue was resolved. The system functioned as intended after the technical support specialist assessed the device.